Manufacturer narrative:
Initial reporter facility name: (B)(4). Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the maxplus device. The customer provided photographs of the connecting products to assist the investigation. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055402 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance the connecting product in use at the time of the customer's experience were not available for investigation and therefore it could not be determined if it may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product. Root cause description: DHR for the involved lot: pr lot model qty qn/deviation mfg date 358308 19055402 mz1000 china 76,800 none (B)(6) 2019.

Event description:
It was reported that the maxzero needleless connector was clogged/blocked. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was hospitalized for lymphoma. After using the maxzero for infusion, the liquid didn¿t flow. The nurse immediately replaced the maxzero with a new one and the infusion went smooth. The sample couldn¿t return. Customer response letter wasn¿t needed.